Manufacturer narrative:
This report is submitted on february 23, 2023.

Event description:
Per the clinic, the patient experienced poor sound quality with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.